Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on an unknown date. Customer's blood glucose level at the time of incident was 600 mg/dl. Customer stated their insulin pump or continuous glucose monitoring system indicated that their blood glucose level was 50 mg/dl when their blood glucose was over 500 mg/dl. It was unknown whether customer was using auto mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.